Event description:
A customer reported experiencing cartridge alarm 30. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). However, consecutive cartridge alarms were confirmed. No additional information was received regarding the outcome of the event.